Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic chole procedure the clips were scissoring. The procedure was completed with the device whenever a good clip would form. There was no patient consequence. The device as discarded.